Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the return of symptoms was that the electrical current from the new pacemaker turned off their ins when it was implanted. This was resolved by resetting the stimulator on 2024-may-23. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a pacemaker put in on (B)(6) 2024 and inquired if the pacemaker would affect their medtronic device. The patient stated that after they had the implanted device put in, they were not leaking, but now with the pacemaker, when they have the urge to go to the bathroom, they leak a little. They noticed the change in their bladder symptoms after they got the pacemaker implanted. The agent reviewed the information and redirected the patient to their healthcare provider to further address the issue. Outbound communication notes: the patient called since they got an emergency pacemaker put in, and since then their bladder symptoms have returned, so they wonder if it could have affected their ins. I was redirected to the doctor to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they feel like they are back to where they were before they got the implant. Patient said that when they have the urgency to go, they go but they can't get to the restroom in time. Patient also mentioned that they had a pacemaker put in shortly after the implant was put in and it turned off their device. Patient went back to see their healthcare provider and they helped the patient get the device turned back on. Patient then said that for the past 3 weeks their symptoms have not gotten any better. Patient said they think they changed programs but did not turn therapy back on recently. Agent walked the patient through connecting to their settings and adjusting stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.